Event description:
It was reported that after an implantable neurostimulator (ins) replacement the patient lost therapeutic effect. A health care provider checked the device a couple weeks before the date of this report, and there was no response. The patient was still sick to her stomach and was given antibiotics by the health care provider to help her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).